Event description:
It was reported the device catches when cutting. The event occurred outside of surgery. Evaluation discovered the rpms were in specification. The control bar was in the correct position. The calibration was in at all readings. The control bar had wear that could affect the performance of the device. There was no harm or delay reported. Due diligence is in progress. No additional information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device not yet returned.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the rpms were in specification, the control bar was in the correct position, the calibration was in at all readings, and the control bar had wear that could affect the performance of the device. The control bar, control shaft, control lever, vespel and semi-circle bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.